Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information from a clinician that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing, loss of capture, and a low detected r-wave amplitude of 4.8 mv at a follow-up appointment. Boston scientific technical services (ts) was consulted and advised to do a chest x-ray to visualize the lead. Additional information received from a field representative indicates that the patient was in a motor vehicle accident and the rv lead was dislodged, which fluoroscopic imaging confirmed. It was undetermined whether the motor vehicle accident caused or contributed to the previously reported observations. A revision procedure was scheduled to extract the rv lead. The physician believes he may have cut a slice of polyurethane from the ICD header during the extraction procedure for the rv lead. As the physical damage did not electrically compromise the ICD and the lead measurements with the new rv lead were found to be in normal ranges, the physician chose to keep the ICD implanted. The field representative also noted that the helix of the rv lead did not fully retract during and after the extraction procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found a cut in the lead body and the proximal end of the distal electrode was separated from the insulation. Further visual inspection found that the helix mechanism was retracted, stretched, and dried blood/body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing and induced damage during the explant procedure may have contributed to the irregularity in helix function. Resistance and hipot tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis was not able to confirm the reported clinical observations of dislodgement, noisy signals, oversensing, and loss of capture.